Event description:
Customer reports that she obtained a result of hi on her device while the doctor's device read 170mg/dl at the same time. Customer did not have the device properly coded at the time of the comparison. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.